Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had surgery and the ipg was exposed to monopolar electrocautery. After the surgery the patient was unable to communicate with the ipg. Troubleshooting by the company representative found the ipg could not be repaired. Surgical intervention will be taken to replace the ipg.

Event description:
Follow up information indicated the patient had surgery to replace the ipg with the reported issue resolved by ipg replacement.